Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws were open, and staple pushers were visible at the cut line. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device was difficult to unload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was found to be partially fired. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic lobectomy, there was difficulty unloading the first reload into the first adapter. Several trials were done but then the surgeon decided to replace the adapter. On the second adapter, the new reload had difficulty loading but was able to staple. Upon removing the reload, the surgeon experienced difficulty removing the reload again and the adapter was a little bit loose. The surgeon replaced a total of two adapters in order to complete the case. No reported issues with the shell and handle. There was no patient injury. Medtronic's initial evaluation of the incident found an unreported condition of partial firing which was not related to reported condition.